Manufacturer narrative:
It was reported that the device reached the charge time limit and that afterward it was not possible to perform a capacitor maintenance. Review of device data showed that the device performed numerous high voltage charges within a short period of time due to the patient¿s heart rhythm. The high demand on the battery resulted in the charge time out because the battery voltage did not have enough time to recover between the high voltage charges. This is considered normal device behavior. Furthermore, it was reported that a capacitor maintenance could not be performed. Review of the device image showed that a capacitor maintenance was performed a couple of days after the first charge timeout; the device timed out for the capacitor maintenance due to the battery being drained from the numerous high voltage charges it had just previously performed. The device¿s battery longevity was evaluated and it was revealed to be normal. Additionally, the device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was considered normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device reached the charge time limit. Furthermore, the physician was unable to perform a capacitor maintenance to restore the charge time. The device was explanted and replaced after reaching elective replacement indicator. The patient was in stable condition.